Event description:
The facility reports after the pt had been lifted out of the bath the carer turned the chair outside the bath. While lowering the chair, it hesitated. The carer attempted to raise the chair, but it became stuck. While the carer was standing next to the lift deciding what to do next, the chair spontaneously fell down. No injuries were sustained by the pt.